Event description:
Customer reported the x-ray acoustic signal is not working after 5 minutes. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective buzzer. System operates as intended.